Event description:
Pump declared an altitude alarm, interrupting insulin delivery. Blood glucose levels were reported between 54-500 mg/dl, indicating no adverse impact. Customer was advised to clean the pump and change the cartridge. After cleaning and changing to a new cartridge, the issue was resolved, and insulin delivery resumed without further alarms. Original cartridge was identified as not venting properly, and a replacement was arranged.